Manufacturer narrative:
The device history record was reviewed and found the vacuum module met manufacturing specifications. This investigation is ongoing.

Event description:
The user facility in the united kingdom reported that bubbles were continually entering the patient's eye during cataract surgery. During the event the nucleus dropped due to the bubbles obscuring the surgeons view. The patient underwent vitrectomy for a dropped nucleus and the surgery was delayed for more than 30 minutes. A large crack at the facia of the vacuum module was observed during the procedure. The surgeon and nursing team requested for an engineer to come and check the machine. According to the engineer, this would not cause any issues to the operation of the machine as it is just a facia to the vacuum module and does not get involved with the mechanical operation. The engineer performed a full system check, and all values were within specification, no fault was found during the visit.

Manufacturer narrative:
The product evaluation found the system was functioning within expected parameters. The reported problem could not be confirmed. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. This investigation is complete.